Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as 111b "35 v supply failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that a 111b "35 v supply failed" error occurred. No accessories, including third-party devices, were being used that may have contributed to the issue. The remote service engineer (rse) performed troubleshooting with the customer, after which the issue was replicated. The rse then provided the customer with the part numbers of the replacement power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba for repair. The customer tried a different pm pcba from a different device, but the issue remained. The customer placed a part order for the replacement mc pcba and will repair the device. Based on the information provided, the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.